Event description:
Additional information was received which reported that the patient did not have concerns with his device or therapy. The patient received assistance and his concerns were resolved.

Manufacturer narrative:
Product ID: 37651 lot# serial# (B)(4), product type recharger product ID 37642 lot# serial# (B)(4), product type programmer, patient product ID: 37085-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID: 37085-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID: 3387s-40 lot# v761180, implanted: 2011 (B)(6), product type lead product ID: 3387s-40 lot# v761180, implanted: 2011 (B)(6), product type lead. (B)(4).

Event description:
The patient reported having an electric sliding door that he went through one day and it was fine, but went through by the edge of it the second day and the patient's device turned off. It was stated that the patient just turned it right back on and it was "fine", and the patient was warned that certain machines could do that. It was noted the patient turned the door off the other day. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).